Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('uterine segment shows an embedded,'), device dislocation ('migration/essure device in lower uterine segment') and cholecystectomy ('gallbladder removed') in an adult female patient who had essure (batch no. 626598) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test." The patient's concurrent conditions included chronic cervicitis, uterine leiomyoma, uterine bleeding and peritoneal adhesions. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain/chronic"), abdominal pain ("abdominal pain"), migraine ("migraines") and abdominal distension ("bloating"), underwent cholecystectomy (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removed., gallbladder removed and total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device and device dislocation outcome was unknown and the cholecystectomy, pelvic pain, abdominal pain, migraine, weight increased and abdominal distension had resolved. The reporter considered abdominal distension, abdominal pain, cholecystectomy, device dislocation, embedded device, migraine, pelvic pain and weight increased to be related to essure. The reporter commented: insertion details-right cornua had 2 visible coils and the left cornua had 1 visible coils a successful placement occurred bilaterally discrepancy : reported (B)(6) 2008 (discrepancy insertion date) previously reported (B)(6)2008. Received treatment for bleeding ; no, migration, other injuries/sympt ; yes. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: final diagnoses: uterus and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: cervix: mild chronic cervicitis. Endometrium: proliferative endometrium foreign body, consistent with essure device. Myometrium: leiomyomas, multiple, intramural, up to 2 cm in greatest dimension. Serosa: no histopathologic abnormality. Bilateral fallopian tubes: no histopathologic abnormality. Most recent follow-up information incorporated above includes: on 12-aug-2020: mr received- lot number were added. New reporter, medial history, lab data and insertion details were added event embedment added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and cholecystectomy ('gallbladder removed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain/chronic"), abdominal pain ("abdominal pain"), migraine ("migraines") and abdominal distension ("bloating"), underwent cholecystectomy (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with surgery (gallbladder removed and hysterectomy (full), salp[ingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation outcome was unknown and the cholecystectomy, pelvic pain, abdominal pain, migraine, weight increased and abdominal distension had resolved. The reporter considered abdominal distension, abdominal pain, cholecystectomy, device dislocation, migraine, pelvic pain and weight increased to be related to essure. The reporter commented: discrepancy : reported (B)(6) 2008 (discrepancy insertion date). Previously reported (B)(6) 2008. Received treatment for bleeding ; no, migration, other injuries/sympt ; yes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received. Reporter information added. This case become incident. Previously reported event injury to herself were updated to pelvic pain/chronic, migration, migraines, weight gain, gallbladder removed, bloating, she did not undergo confirmation test. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of embedded device ('uterine segment shows an embedded'), device dislocation ('migration/essure device in lower uterine segment') and cholecystectomy ('gallbladder removed'). In an adult female patient who had essure (batch no. 626598), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed, "she did not undergo confirmation test". The patient's concurrent conditions included: chronic cervicitis, uterine leiomyoma, uterine bleeding and peritoneal adhesions. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain/chronic"), abdominal pain ("abdominal pain"), migraine ("migraines") and abdominal distension ("bloating"), underwent cholecystectomy (seriousness criterion medically significant). And was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removed, gallbladder removed and total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device and device dislocation outcome was unknown. And the cholecystectomy, pelvic pain, abdominal pain, migraine, weight increased and abdominal distension had resolved. The reporter considered abdominal distension, abdominal pain, cholecystectomy, device dislocation, embedded device, migraine, pelvic pain and weight increased to be related to essure. The reporter commented: insertion details: right cornua had 2 visible coils and the left cornua had 1 visible coils. A successful placement occurred bilaterally. Discrepancy: reported (B)(6) 2008 (discrepancy insertion date). Previously reported (B)(6) 2008. Received treatment for bleeding: no. Migration other injuries/symptom: yes. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test: on (B)(6) 2018, final diagnoses: uterus and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy. Cervix: o mild chronic cervicitis. ¿ endometrium: o proliferative endometrium, o foreign body, consistent with essure device. ¿ myometrium: o leiomyomas, multiple, intramural, up to 2 cm in greatest dimension. ¿ serosa: o no histopathologic abnormality. ¿ bilateral fallopian tubes: o no histopathologic abnormality. Lot number#: 626598, manufacture date: 2008-02, expiration date: 2010-01. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-aug-2020, quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.